Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning or incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning appeared to be related to challenging patient anatomy (enlarged atrium, restricted leaflets, calcification at base of posterior leaflet). A cause for the reported incomplete coaptation could not be conclusively determined. A cause for the reported mitral stenosis could not be conclusively determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, a mean pressure gradient of 2mmhg, enlarged right atrium (ra), enlarged left atrium (la), restricted leaflets, and calcification at the base of the posterior mitral leaflet (pml). A mitraclip xtw was prepared per the instructions for use (IFU), inserted without issues, and grasping was performed. However, difficulties grasping the leaflets occurred. The clip was ultimately deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip ntw, was prepared per the IFU and inserted into the guide. However, before the second clip, mitraclip ntw, was adjusted all the way down the annulus, imaging revealed that the first clip, mitraclip xtw, had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip, the mitraclip ntw, was positioned lateral to the first implanted clip, reducing mr to a grade of 2-3. However, the gradient increased to 6mmhg. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, a mean pressure gradient of 2 mmhg, enlarged right atrium (ra), enlarged left atrium (la), restricted leaflets, and calcification at the base of the posterior mitral leaflet (pml). A mitraclip xtw was prepared per the instructions for use (IFU), inserted without issues, and grasping was performed. However, difficulties grasping the leaflets occurred. The clip was ultimately deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip ntw, was prepared per the IFU and inserted into the guide. However, before the second clip, mitraclip ntw, was adjusted all the way down the annulus, imaging revealed that the first clip, mitraclip xtw, had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip, the mitraclip ntw, was positioned lateral to the first implanted clip, reducing mr to a grade of 2-3. However, the gradient increased to 6 mmhg. There was no clinically significant delay in the procedure.